Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 456 mg/dl. The customer treated their blood glucose levels with manual injections. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
Device received with missing segments due to bleeding lcd glass. However, device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).